Event description:
It was reported that during a colonoscopy procedure an electrical failure occurred. The target polyp was in an unspecified colonic location. A sensation standard oval snare had been advanced to treat the target polyp. At an unspecified time during the procedure, the device was plugged into the unspecified type generator and "no electrical currents were passed". The device was removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".